Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(4) 2013, it was reported that a vns patient had an infection. Follow-up showed that the infection was first observed on (B)(6) 2013. The entire system was removed on (B)(6) 2013. The relation of infection to vns was unknown. No patient manipulation or trauma occurred that is believed to have caused/contributed to the infection. The infection was at the generator and leads. Cultures of the fluid around generator grew (B)(6).